Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 5 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. 60ncm of primary stability was achieved, the patient presented bone type iii and the implant was immediately installed in an alveolus with signs of injury/ infection.